Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr procedure with a 29mm sapien 3 valve in the native aortic position, the valve would not advance past the access site due to the skin being too tight. The esheath+ became kinked due to the force exerted while trying to advance the valve. The whole system (valve, commander delivery system and esheath+) was removed and a new system prepped. The insertion site was made bigger and a second valve was successfully implanted. There was no reported injury to the patient. Per preliminary findings, the returned valve was found to have a bent strut on the inflow side. Per preliminary findings of the returned esheath+, there was a strain relief puncture 2 inches from distal strain relief.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 have been updated. Corrections to h6: component code, investigation findings and investigation conclusions. Additions to h6: type of investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined and revealed the following: liner lifted 1.25 inches (remainder unexpanded and tip unopened), strain relief puncture 2 inches from distal strain relief, deep scratch on strain relief 1.5 inches from distal strain relief, one bent strut on inflow side of crimped valve, bent strut corrected post expansion of the valve, frame deformed, and leaflets dehydrated and wrinkled likely due to storage condition (prolonged crimping) during the return handling process. Imaging was provided and revealed the patient had low calcification and low tortuosity within the access vessel. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of frame damage was confirmed based on the returned device. As reported, inadequate sheath insertion occurred during delivery of the valve through the sheath. Inadequate sheath insertion can result in non-coaxial alignment between the delivery system and sheath and may cause a kinked sheath. Non-coaxial advancement of the delivery system through the sheath may then lead to resistance. Additionally, skin tightness was reported within the access site, which can indicate inadequate access site preparation. Inadequate access site preparation can also lead to non-coaxial alignment and additional resistance during delivery system insertion through the sheath, resulting in frame damage. As such, available information suggests that procedural factors (inadequate access site preparation, inadequate sheath insertion) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.